Event description:
An analysis was performed on the returned flashcard and the reported allegation was not verified. The flashcard and software performed according to specifications. It is unknown what screen it was frozen on. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
A vns programming physician's office reported that their (B)(4) handheld computer screen was frozen up again and he had to do another hard reset. It was reported that it happened many times before and he had to do a hard reset each time. Good faith attempts are underway for the product to be returned for analysis.